Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
A report was received that a model zct225 15.0 diopter intraocular lens (iol) was initially explanted from a patient¿s operative eye as the iol implanted had a mechanical complication. Further information was provided and it was clarified that the surgeon and patient were not satisfied with the visual outcome as the vision had not improved. The patient required a different iol. A non-amo lens was implanted as the replacement lens. The surgery center reported the patient outcome was in good condition.